Event description:
It was reported that the lead exhibited an increase in thresholds. The patient experienced muscle stimulation. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.